Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and another manufactures right ventricular lead displayed high impedance measurements and loss of capture. A lead fracture was reported and subsequently the ICD ventricular tachycardia treatment mode was programmed off. During the lead replacement procedure, this device was explanted and replaced due to an upgrade. No adverse patient effects were reported.

Manufacturer narrative:
As of today, the explanted product has not been returned for analysis. If the product is returned or if additional information becomes available, this report will be updated.